Event description:
It was reported that the right ventricular lead triggered a patient alert for oversensing. The lead was determined to be fractured. The physician thought the fracture was due to compression of the lead while the patient was using crutches. The lead was programmed off and the patient was provided with a lifevest. A lead replacement will be scheduled once the patient is ambulatory without crutches. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.